Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was unknown at the time of incident. The customer reported that the no delivery alarm was resolved by changing reservoir. The customer also reported that the air bubble were successfully removed. The reservoir will not be returned for analysis.